Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a sharps container. The customer reports they believe there was a design change to the lid and that the lid is not closing properly. The customer reports that the needle is not falling into the container properly resulting in a dirty needle stick. Customer reports that the hosp protocol was followed for this employee. The employee was sent to the ER. The employee will receive f/u in 6 months.